Manufacturer narrative:
This report is submitted on november 09, 2016 by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, it was reported that the electrode array was found to be outside the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on december 21, 2016.